Event description:
It was reported that during set up for a da vinci s prostatectomy procedure, the surgical staff heard a pop sound and the system would not start up. The patient was under anesthesia and port incisions had been made before the surgical staff made the decision to abort the procedure and reschedule for a later date. No patient harm, adverse outcome or injury was reported.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right and left femoral arteries after an interventional procedure. Reportedly, a cuff miss had occurred with one of the devices. Two additional proglides were used with the same results. The devices were removed and hemostasis was achieved on both sides with a proglide device. There was no adverse pt sequela. No additional info was provided.

Manufacturer narrative:
(B)(4). Five unused sterile devices with the same part and lot number as the complaint device were returned for evaluation. All five were functionally tested and the devices passed with acceptable results. No manufacturing or abnormal observations were noted.

Manufacturer narrative:
(B)(4). The two perclose proglide (part 12673-03, lot 890046h) devices indicated are being filed under separate medwatch MFR numbers. The device was received. Investigation is not complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned components found that only the plunger with the link, cuffs, and approximately 2 cm of the rail suture were returned. The plunger was returned with both cuffs captured and attached to the needle tips. The rail end of the suture had been cut away distal of the link with approximately 2 cm of the rail suture returned with the needle tip. The condition of the returned plunger with the link and cuffs is consistent with the completion of step # 3, the removal of the plunger to retrieve the suture. As the plunger was returned with both cuffs captured and attached to the needle tip, the reported cuff miss cannot be confirmed. A root cause could not be determined for the reported experience. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Our icus have continued to report problems with covidien cadence meditrace defib pads when placed for longer term use; since we began using this defib pad about a month ago, more than 10 events have been reported where these pads were placed in an emergency and quickly "lost contact" as the pad edges rolled off patient's skin, resulting in pads needing to be replaced before the next use. There have also been two reports of skin breakdown along the edges of the covidien pad adhesive after these pads were removed. The maximum time these pads might be left in place by our protocol is 24 hours, however as noted we are receiving frequent reports that covidien pads seem to fall off and lose contact in 2-3 hours.health professional's impression: two issues have been identified:1) covidien pads are insufficiently adherent in some cases.2) two issues of skin breakdown related to these pads.manufacturer response for electrode, defibrillator, multifunction, cadence meditrace:ongoing discussion with field representative.